Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 23:56:42. During night drain cycle five, the home patient (hp) drained more than their maximum programmed fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be unexpected high uf for therapy compared to other therapies. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.